Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited noise on the right ventricular channel causing 15 episodes that have been either diverted or non-sustained. Daily measurements have been normal. The patient is in complete heart block, and pacing inhibition is noted. It was also noted that oversensing occurred when the patient's wife's CPAP device was next to patient.